Event description:
Boston scientific received information that this left ventricular (lv) lead did exhibit dislodgment. The boston scientific local area sales representative stated that during the atrial lead revision for the same issue, this lv lead was noted as dislodged and in the coronary sinus. There were no adverse patient effects associated with this clinical observation.

Manufacturer narrative:
This lead was removed from service as a result. The patient was scheduled to have a new lv lead placed.